Event description:
Per the clinic, the patient was treated with oral antibiotics (date not reported) for infection at the implant site. Subsequently, the device was explanted on (B)(6) 2014. The device has not been made available for analysis as of the date of this report (B)(4) 2014.

Manufacturer narrative:
This report is filed may 28, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.